Event description:
It was reported that there was a catheter break. The patient experienced altered mental status, a fever, seizures, increased spasticity, and underdose symptoms. It was indicated that the patient was hospitalized and the catheter was explanted. At the time of report, there was no patient injury. The device system was used to deliver gablofen.

Event description:
Additional information was received. The reporter stated that he was pretty sure that the break had occurred at the insertion site. It was determined that there was an issue by the patient¿s symptoms.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).